Event description:
Information received via a company representative clarified that the serials were reported on the 3rd report as (B)(4). At the time of the 1st and 2nd report, the serials are unknown. The patient's initials were (B)(6). On the 2nd report and the 3rd report. Therefore, the rep thought the patient's initials were (B)(6). The age of the patient was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# n229999011, implanted: (B)(6) 2010, partially explanted: (B)(6) 2015, product type: catheter, (B)(4).

Event description:
Additional information was received from a healthcare provider who indicated that the initial daily dosage of gabalon intrathecal for this patient was 50 mcg/day in simple continuous mode. The gabalon was 0.2%, and the dose beginning on (B)(6) 2010 was 210 mcg/day and was ongoing. The patient's underlying disease was brain related with an unknown cause. The date of onset of this injury was unknown. The patient also had a past history/complication of a panic disorder and a historical operation due to an achilles' tendon injury. The patient had no allergies, drinking or smoking history, or side effects from medication. The patient had physical therapy to improve walking function beginning on (B)(6) 2010 and was ongoing. On (B)(6) 2012, a refill was performed without change. No operation testing of the pump was done. When an x-ray was performed to plan a pump replacement, a catheter fracture was suspected. The patient's symptoms occurred before and after the drug administration. However, the patient did not experience overdose, withdrawal, or drug intolerance. A catheter test using an x-ray was performed on (B)(6) 2015 which indicated a catheter fracture (abnormal x-ray). On (B)(6) 2015, a lumbar vertebra 3d CT was evaluated and the catheter fracture on the spinal cord side was confirmed. Treatment included a dosage change and the pump and catheter were replaced and on (B)(6) 20125. The catheter could not be retrieved due to the catheter fracture, plans for recovery were abandoned, and the catheter remained in the spinal cord cavity. Per the physician's comments, there was no significant deterioration of spasticity although there was a change in symptoms. For this reason, it was thought to be too late to notice the catheter fracture. The patient was able to walk on their own and there was a risk of falling down. The catheter fracture could not be prevented completely. The cause of the fracture was unknown and the severity was reported as serious. There was no causality between the intrathecal baclofen therapy and the pump/drug/surgical procedure was being considered. It was also reported that the causal relationship was with the catheter, but not with the pump, programmer, drug, or surgical procedure. The patient's outcome was reported as recovered on (B)(6) 2015 involving this catheter fracture. Information was requested to clarify patient information and model/serial of the pump and catheter. Should additional information be received a supplemental report will be filed.

Event description:
It was reported the patient's pump had been implanted for approximately 5 years and a pump replacement was being considered. The condition of the catheter was checked, and continuity could not be recognized clearly in x-ray and computed tomography (CT) scan studies. A catheter rupture was suspected and therefore a catheter replacement was considered. The patient had no observed changes in spasticity. Additional information received reported the event as severity as 3 (hospitalization or prolongation of hospitalization period for treatment of adverse event). An additional CT study was performed and revealed a catheter rupture and dislocation in the medullary cavity. The exact cause of the device issue was unknown, however, the patient had a fall 2-3 months ago. There may be a possibility that the catheter ruptured on that occasion. However, since there was no observed changes in the patient's spasticity, it was unknown if the fall caused the issue. It was stated, "all causal relationships have been negated". The pump was used to deliver gabalon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).